Event description:
Info received indicates the siderail will not stay up.

Manufacturer narrative:
The tech found the siderail pivot screw was missing. He installed a new screw to repair the stretcher.